Event description:
The customer reported that during routine inspection of the subject device by a biomedical engineer, there was no video image on the screen. An olympus field service engineer went on-site and confirmed there was no video image on the monitor when the camera head was connected to the processor, only color bars appeared on the screen. There was no camera detection on the processor while the camera was connected. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for further evaluation. Upon inspection and testing of the returned device, service confirmed there was no image from the camera head due to a defective cable unit. In addition, service found the locks on the coupler were broken, creating free play when connecting the scope. Water leakage was found from the remote switches. The lettering on the rear cover was worn. The serial number plate and cover unit had minor scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be identified. As to the faulty cable unit, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.